Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily delivery basal delivered showed that the pump was delivering accurately. The totals correctly reflect the user's programmed basal rate. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, the battery cap was found to be stripped and would not properly secure to the pump; a test cap was used for testing.

Event description:
The patient contacted animas on (B)(6) 2011 alleging elevated blood glucose (bg) readings while on the pump. The patient reported that she began to test high on the evening of (B)(6) 2011. The patient claimed that on (B)(6) 2011 at 9:30am she obtained a high bg of 534 mg/dl. The patient stated she changed insertion site, ate 45 grams of carbohydrate and took 14.10 units through new insertion site. At 11:00am she rechecked her blood glucose and tested at 592 mg/dl. The patient claimed she did not take any insulin at that time; however, when she retested at 12pm her bg was 589mg/dl and administered 10 units via injection. The patient's bg responded to the insulin injection. At 1pm, the patient reported that her bg was 367 mg/dl and at 2pm it was 304 mg/dl. The patient denied developing symptoms at the time of the elevated blood glucose readings and when she tested for ketones she mentioned she could not see well enough to say if it was negative or trace. At the time of troubleshooting, the patient confirmed no site issues. During review of the pump it was noted there were no related alarms in pump's history. It was confirmed that the pump was set to the correct date and time and all advanced features were correctly programmed. This complaint is being reported as an adverse event, because the patient obtained a blood glucose reading greater than 500 mg/dl while on insulin pump therapy.